Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional had fractured. No adverse events were reported with this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of actual device received. Visual inspection of the return tibial articular surface provisional (tasp) exhibits signs of repeated use (nicks or gouges). The tasp is fractured on medial side of post, all pieces were returned. The part was manufactured in june, 2016 with an unknown frequency of use. Device history record (DHR) was reviewed with no deviations identified. Root cause could not be determined with information available as frequency of use is unknown and condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.